Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected pump error/defect noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 42 mg/dl. The customer reported that the last night the insulin pump did not alarm when she was in low. It was unknown if the insulin pump was on auto mode. Customer treated manual injection. The insulin pump will not be returned for analysis.